Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma/gel bleed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank.manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female who underwent breast reconstruction revision with 400cc mentor memorygel breast implants experienced right sided granuloma with gel bleed and left sided rupture post procedure. The issues were diagnosed through magnetic resonance imaging. As a result, replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2022-09640 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on august 25, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).